Event description:
Received complaint via medwatch report. Complaint alleges: patient returned from surgery when nurse caring for patient went to change diaper it was noted that the foley catheter snapped off at junction below balloon. No patient injury reported.

Manufacturer narrative:
MFR has not received device sample in time for this report.